Event description:
It was reported that in (B)(6) 2009 while the patient was on an extended vacation he had a freak accident and accidently rolled out of bed. The patient¿s head had become jammed between the bed and a very heavy nightstand, as the patient rolled he thought he felt the lead extension break in the neck area. Patient had an immediate return of parkinson¿s disease symptoms which let him know that something was dreadfully wrong with the deep brain stimulator hardware. The patient was still able to turn the device on and off but there was no response to the patient¿s brain or body. The deep brain stimulator was not talking to his brain. Two weeks later the patient had made it home to see his neurosurgeon for the broken lead extension replacement and at that point they had also decided to implant a device for the right side parkinson¿s disease symptoms which had worsened considerably. In (B)(6) 2009 the bilateral implants were complete. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant: product ID 3387-40, lot# j0220027v, implanted: 2003-(B)(6), explanted: 2009-(B)(6), product type lead. Product ID 748251, serial# (B)(4), implanted: 2003-(B)(6), explanted: 2009-(B)(6), product type extension. (B)(4).